Manufacturer narrative:
Previous driveline admission reported in MFR # 2916596-2020-02509. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency room for evaluation of shakiness and shortness of breath. The patient was febrile in the emergency room, and reported cough, weakness, and shortness of breath. The patient was admitted to the hospital for probable worsening driveline infection. The patient was previously admitted and discharged for a driveline infection and still had three weeks left of parenteral antibiotics on (B)(6) 2020 (date of admission). The patient was tested for covid-19 and is waiting on results. The patient had a chest x-ray taken upon admission and was clear. The patient continued on meropenem in the hospital and vancomycin was added as well.